Event description:
It was reported that the unit freezes up. The probe was unplugged and the system was shut down. The system was turned back on without the probe being plugged in. The system signaled to plug the probe back in. Once the probe was plugged back in the system freezes up again.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of the unit is freezing up was confirmed. After the unit was running for 15 minutes the unit began to fail a ec205 error appeared with a test probe connected. There is a failure within the usb beamformer cable.